Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .108 - .232 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the cable damage and/or tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument was noted to have a broken wire during a da vinci myomectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.